Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 81 and 69mg/dl. The customer's expected fasting blood glucose test result range is 115 to 130mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 11/21/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer advised of the product proper storage environmental conditions. Customer's strips lot number is not a part of the recall.